Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, the universal surgical manipulator (usm) 1 yaw axis had been intermittently auto-moving. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the caller check for any error codes or information, but the caller stated that no information had appeared. The procedure was completed, and no patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After unlocking the system¿s arms, the universal surgical manipulator (usm) 1 began to drift. Fse checked the usm and found that the yaw and pitch axis moved abnormally after pushing the usm. Fse was able to reproduce the issue and replaced usm to resolve the issue. Isi did receive the usm involved with this complaint and the reported issue of yaw and pitch axes moving abnormally could not be confirmed nor replicated. There were no relevant data found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) and passed within specification. Once testing was completed, no other faults could be identified. The probable root cause could not be determined based on failure analysis results.